Manufacturer narrative:
Findings: reliability analysis inspected 4 opened/used enlite sensors and performed visual inspection and found 1 of 4 sensors with cannula damage (cracked on electrode). Unable to confirm customer received sensor in said condition due to customer returned opened/used, 3 remaining sensors performed bicarbonate buffer test per dop114-830, sensors passed per specification with accurate readings.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. Customer's blood glucose was unknown mg/dl. It explained to customer that sensor glucose and blood glucose meter reading will be close, but rarely match due to how glucose travels in the body. The current blood glucose is 100 mg/dl and current sensor glucose value is 150. The sensor glucose and blood glucose is not within acceptable range. The customer noticed bent cannula on previous sensor. The customer was advised to try suggestions discussed and monitor sensor glucose performance. The customer stated he finds the cannula bent after he removes the sensor. The customer was advised that we will ship sensor and return the product for analysis.